Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an admiral xtreme balloon catheter was used to treat the anastomosis of the left arm. Approximately 23 months post procedure, patient suffered avg - shunt occlusion which was treated with medication and revascularization using a non medtronic pta balloon, thrombectomy and vaivt. Patient recovered. Investigator and sponsor assessed event is not related to device, procedure or paclitaxel.